Event description:
Complainant alleged that while attempting to treat a patient, the device displayed "system fault 36" and "defib fault 80" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.